Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated creatinine result on the architect c8000 analyzer for a (B)(6) year old female patient. Sample ID (B)(6) generated an initial result of 797 umol/l and retest generated 26 umol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service resolved the issue by replacing the reagent probe and sample probe, which were identified to be the likely causes. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the reagent probe and sample probe identified no issues or trends. A review of architect c8000 tracking and trending data in the clinical chemistry product monitoring review revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.